Event description:
It was reported to philips that the device's processor board pca(printed circuit assembly) needs replacement. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which quote for the replacement of the processor board pca was offered to the customer. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.